Event description:
It was reported that during the spaceoar placement procedure, the patient experienced an allergic reaction, the patient was prescribed with anti-itch medication. The patient was being monitored. Currently, the patient has been taking medication for about two or three weeks. The relationship between the device and the incident was report as unclear, this because a gold marker was also placed during the surgery. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e0402 captures the reportable event of allergic reaction. Imdrf patient code e1708 captures the reportable event of itching.